Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the forceps channel port had foreign material and there was foreign material lodged between channel, tube and the plastic distal end cover. In addition to the reportable malfunction, the following were noted: the plug unit electric contacts were deformed. The bending angle in up direction did not meet the standard value and the play of upward/downward angulation control knob was out of the standard value. The connecting tube had coating peeling. The light guide lens was cracked. The mouthpiece, upward/downward angulation control knob, and protector of universal cord on suction connector side had corrosion. The scope connector case unit, scope connector cover unit, suction cylinder, and the air/water-cylinder had discoloration. The switch box, light guide cover glass, grip, and flexibility adjustment ring had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that bending was problematic on the evis exera lll colonovideoscope. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the forceps channel port had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following IFU. -inspection of the endoscope. Olympus will continue to monitor field performance for this device.